Event description:
Patient came to clinic with complaints of two batteries given in 2023 not holding charge, primary controller dimly lit running arrow making the running light hard to read. Mobile power unit(mpu) providing an audible beeping when attached to power and not functioning as expected and loss of integrity to the modular cable. Rn provided new primary controller, modular cable, new batteries, and the new mpu.